Manufacturer narrative:
Quality safety evaluation received on 18-may-2016: (B)(4). Lot number 721039, manufacture date mar-2010 and expiration date mar-2013. In this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received on 19-may-2016: consumer was not pregnant. Essure was inserted for permanent contraception. Consumer stated that she is scheduled to have essure removed on (B)(6) 2016; essure caused severe bleeding, pain, ibs and tons of tumors inside of her. She had a history of nickel allergy and was told by hcp that there was not enough nickel in essure to cause any potential issues; now her liver was gone. It's 20cm when it should only be 7cm; she had pms, cramps and heavy menstruation, doubled over in pain, cannot sit sometimes and vomits all the time. She had an ablation (B)(6) 2015. The outcome of the events was reported as not resolved/not recovered. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had frequent bleeding episodes / severe bleeding (interpreted as genital bleeding) and could have a toxicity/metal nickel toxicity. She underwent an ablation but it failed and she was still bleeding. A hysterectomy was scheduled. Genital bleeding and metal poisoning are serious due to their medical importance. Genital bleeding is listed while the metal toxicity is unlisted in the reference safety information for essure. Considering that essure therapy may cause bleeding and there is no alternative explanation, a causal relationship with essure cannot be excluded. In contrast, although essure is a nickel-titanium alloy, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). Non-serious events were also reported. This case is regarded as incident, since a surgical intervention was required (endometrial ablation) and a hysterectomy is scheduled. The product technical analysis results (with lot number) were received and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected, as the report was received via the local regulatory authority.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060011) in united states on 08-mar-2016 who had essure (fallopian tube occlusion insert) inserted in 2010. She stated that over the years, she started having heavier periods and frequent bleeding episodes, severe abdominal pain, bi issues, cramping and severe morning sicknesses. Prior to the surgery of these coils, she specifically asked her doctor if they contained nickel due to her and family be allergic and informed that they did not have any in them. Now, she found out that her doctor confessed after all these years of her coming to him for the same increasing pains and bleedings that they were misled about of nickel involved. So he gave her ablation to fix this, but it failed and now she is in such serious pain and still bleeding. After almost 6 years now, she has to have a hysterectomy. This destroyed her quality of life, not only for her but her family, after years of pain and being sick all the time. She stated that she could very well have toxicity now, because her mother was the same way with her knee replacement and they almost lost her from nickel. She was seeking means as a removal and a complaint to have this removed from use and she wants something done for the issues she has suffered from all these years. She felt like she was being burned with acid inside. She stated that she needs to be heard from the faulty coils and for the life time of pain and suffering; product that has filed inside her and now was eating her from the inside out. She received treatment medications including vicodin for the pain twice a day as needed, protanix twice a day. She also used alieve, vitamin daily lactobacillus daily and imodium 6 tabs as needed. Injuries (serious important medical events and disability/permanent damage) were mentioned but not specified and /or assigned to one of the events. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had frequent bleeding episodes (interpreted as genital bleeding) and could have a toxicity (interpreted as metal poisoning). She underwent an ablation but it failed and she was still bleeding. Genital bleeding and metal poisoning are serious due to their medical importance. Genital bleeding is listed while the metal poisoning is unlisted in the reference safety information for essure. Considering that essure therapy may cause bleeding and there is no alternative explanation, a causal relationship with essure cannot be excluded. In contrast, although essure is a nickel-titanium alloy, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). This case is regarded as incident since a required intervention was performed. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 06-apr-2016 from the consumer: the consumer is currently (B)(6). She stated her essure ess305 has lot number 721039 with two stickers on a card with that information from insertion spring/summer 2010. The hysterectomy was scheduled for (B)(6) 2016. Consumer stated she still had symptoms, her liver was enlarged at 20cm when it should be 7cm. Her symptoms were getting worse and she had metal nickel toxicity. Follow-up received on 15-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had frequent bleeding episodes (interpreted as genital bleeding) and could have a toxicity/metal nickel toxicity. She underwent an ablation but it failed and she was still bleeding. A hysterectomy was scheduled. Genital bleeding and metal poisoning are serious due to their medical importance. Genital bleeding is listed while the metal toxicity is unlisted in the reference safety information for essure. Considering that essure therapy may cause bleeding and there is no alternative explanation, a causal relationship with essure cannot be excluded. In contrast, although essure is a nickel-titanium alloy, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). Non-serious events were also reported. This case is regarded as incident, since a surgical intervention was required (endometrial ablation) and a hysterectomy is planned. Based on the initial available information no product quality defect was confirmed. An updated product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.